Event description:
A facility reported that once the mayfield composite series skull clamp ((B)(6)) is "on lock", it still moves around and does not stay. No information has been provided on patient involvement, injury, or surgical delay.

Manufacturer narrative:
The mayfield modified skull clamp ((B)(6)) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit showed there was movement in the lock and the lock ratchets while in the unlocked position. General cleaning and maintenance required. By the completion of service, the disk ratchet and retainer will have been replaced along with general maintenance and cleaning performed. Root cause: the complaint is confirmed via inspection of the unit. The unit required replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.